Event description:
It was reported that the external pulse generator incurred an error. The user restored the device back to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.